Event description:
During an ercp procedure, removal of a biliary stent was attempted using a soehendra stent retriever. When the stent was about to be retrieved, the distal tip of the stent retriever detached. The detached portion along with the biliary stent was retrieved with forceps. There was no pt injury reported.